Event description:
A doctor reported withdrawal. The patient experienced a period of decreased infusion on thanksgiving day with some signs consistent with itb withdrawal. They stated the pump was refilled on (B)(6) 2013 and the patient was fine until (B)(6) 2013 when they had symptoms. The symptoms resolved on their own the same day. Symptoms included sweating (diaphoresis), flush in the face, pulse in the 60¿s, and increased baseline spasticity. No alarms were reported. The event logs were obtained and were normal. The doctor suspected a potential catheter issue and planned to access the catheter access port (cap) to check patency. They were to check for volume accuracy as well. The medication infused was lioresal. On (B)(6) 2013, it was later reported that the patient was admitted to the hospital on (B)(6) 2013 for withdrawal symptoms. The patient had extreme spasticity, accelerated heart rate, they were flushed, had fever, sweating, low blood pressure, their movements were very intense, and they had sores on their skin from friction. That next day ((B)(6) 2013) the patient experienced possible ¿overdose¿ symptoms. The attending doctor and pump managing doctor were not sure what caused the patient¿s symptoms to occur. The doctor performed a dye study on the patient¿s catheter and the result was normal function. The pump was interrogated which ¿proved the pump operation was normal¿. They stated that during the dye study the pump medication volume was checked and that checked out normal. The pump never alarmed. The patient was given a low dose of baclofen in the hospital and a valium or anti-anxiety medication. The patient slept after that was given, and they slept for the next day and a half. The doctor could not explain what caused the patient¿s symptoms to occur. It was noted that the patient had a refill of their pump three days prior to being admitted to the hospital. The patient reportedly did not take other oral medications, and they had no change in those medications lately.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. There were impact dents on the pump exterior that did not affect post-explant pump performance. The pump passed all infusion and non-destructive testing. Dispense testing and additional 24-hour infusion testing passed showing that the pump was dispensing accurately. The pump logs were examined and no anomaly appeared to have occurred at any time. The pump appeared to be operating as designed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.